Event description:
On 03/21/2025, intuitive surgical, inc. (Isi) received user facility report stating: while cutting through the peritoneum, the cable broke causing the scissors function to not work anymore.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.